Manufacturer narrative:
The technician found a broken spring in the brake caster. The technician replaced the brake to resolve the issue.

Event description:
The consumer alleged that the brakes will not lock. No pt impact.